Manufacturer narrative:
Investigation results: a visual examination of the returned device revealed a longitudinal with small circumferential tear in the balloon body from 56 mm proximal to the proximal edge of the distal markerband and extending over the balloon material fro 62 mm. It was noted that the circumferential tear was approximately 5 mm in length. A visual and microscopic examination found no issues with the markerband. No damage along the length of the device shaft was identified during tactile examination as well. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that the device was manufactured in accordance with device master record.

Event description:
It was reported to boston scientific corporation that a nephromax balloon was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon popped. It was unknown if any piece of the balloon had detached inside the patient. The procedure was completed with another nephromax balloon. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon popped. It was unknown if any piece of the balloon had detached inside the patient. The procedure was completed with another nephromax balloon. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.